Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. A dimensional inspection was not required as a part of this complaint I nvestigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples fired. Multiple attempts were made, but still no staples fired. It appeared that the misalignment of the first three staples prevented the staples from moving down the track and into the forming tool. It could not be determined what exactly caused the staples to misalign. An nc has been opened to further investigate this issue with the 528135 visistat staplers. The device history review for the product visistat 35r 6/box lot# 73a2200161 investigation did not show issues related to the complaint. IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from properly forming and/or firing. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unli kely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It is reported that the hcp reported the skin stapler failed to fire prior to using it on the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the visistat 35r 6/box lot# 73a2200161 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It is reported that the hcp reported the skin stapler failed to fire prior to using it on the patient.